Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23: unexpected medical intervention. A141204: pumping stopped. A160106: defective alarm. A050401: fluid leak. E2321: low blood pressure/hypotension. Upon further customer follow up it was noted two pump modules were infusing on right side of the pcu. One module was infusing levophed at 30mcg/min, the other module was infusing normal saline. Both modules shut down without alarming. Subsequently patients blood pressure dropped to 79/52. The pump module infusing propofol on the left side of the pcu continued to infuse. The modules that shut down were rebooted and levophed infusion was increased to 50mcg/min. Patient blood pressure stabilized. An internal investigation was performed and found no pertinent errors in the error logs. Dried blood was observed in the iui connector between the pcu and pump module infusing levophed. There was patient involvement and harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.